Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("chronic endometritis") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 4, multi gravida, adenomyosis, vaginal bleeding, vomiting, nausea, lower abdominal pain, adenomyosis, fibroids, pelvic pain female and abdominal pain. Previously administered products included: oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced endometritis (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered endometritis to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus and cervb and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign cervix. Weakly proliferative endometrium with adenomyosis and chronic endometritis no hyperplasia or atypia; bilateral unremarkable fallopian tubes. Clinical information: pelvic pain in female; thickened endometrium; lower abdominal pain; encounter for removal of essure. Gross description: laterality of the fallopian tubes is indeterminate. Comments: wire-like material is encountered within the left cornu region of the uterus (consistent with sterilization material).this material is not encountered within the right cornu region of the uterus or throughout the fallopian tubes: [ultrasound scan vagina] on (B)(6) 2022: findings: uterus size: 9.4 x 5.6 x 4.9 cm. Endometrium: 10 mm. Cervix: normal. Fibroids/masses: heterogeneity along the anterior uterine body. Right ovary: 2.0 x 1.7 x 2.0 cm. Appearance: normal. Small follicles. Left ovary: 2.3 x 0.9 x 2.3 cm. Appearance: normal. Small follicles. Pelvic fluid: trace. Other: bilateral tubal occlusion devices are noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event medical device removal is replaced with endometritis. Surgical pathology report added. Lab data added. Reporter , patient & product information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4279 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.